Event description:
Patient was revised due to loosening of the femoral component. It was reported that the cement did not interdigitate with the bone, although it adhered to the implant.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The exact root cause could not be determined. Depuy cmw states retained samples were tested for handling and mechanical properties and met all required specifications. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.